Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.66 v with a charge time of 23.3 seconds. 3 months ago, the monitoring voltage was 2.88 v with a charge time of12 seconds.